Event description:
It was reported that during a drug eluting stenting treatment procedure stent damage occurred. The 85% stenotic lesion was located in the non-tortuous and severely calcified proximal left circumflex artery. The physician predilated the lesion with a 2.5x20mm maverick and a 2.5x10 ultra2 cutting balloon. Then the physician advanced the 3.00x24mm taxus liberte stent to the lesion, but was unable to cross. During withdrawal the physician felt significant resistance. When the device was removed an elongation on the distal portion of the shaft was observed. There were no patient complications. The procedure was successfully completed with another 3.00x24mm taxus liberte stent. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. Visual examination revealed distal stent damage. The distal edge of the stent was slightly flared outwardly. The stent had moved distally on the balloon towards the tip of the device. Distal stent damage is consistent with the device meeting some form of restriction during the insertion of the device. Visual and microscopic examination of the hypotube revealed a severe kink. The kink was measured at approximately 24.9cm distal from the strain relief. Visual examination of the shaft polymer extrusion revealed stretching of the shaft polymer extrusion. The stretching was measured at 12.5cm proximal to the port area of the device. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended sized guidewire was inserted through the lumen with no restrictions. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.